Event description:
Information was received indicating that this ambulatory infusion pump under delivered by -11.8%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in fair condition with a cracked housing. Review of the event history log shows no information. Use testing was performed. The customer complaint was not confirmed since the delivery accuracy was in the acceptable range. Service trimmed the expulsor as a preventative measure. The root cause is unknown.